Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary drawer 4 shown Duplicates addresses on 12 cubies.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 25-FEB-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that device had multiple duplicate cubies appearing in the system. A field service engineer (FSE) tried powering down the station and reseating the row board cable, followed by a reboot; however, the duplicate cubie issue persisted. The row board cable was then replaced, but the condition remained unresolved. Due to continued communication issues, the drawer controller board was replaced, after which Drawer 4.1 presented as "Not detected on bus." The controller module was subsequently replaced to restore drawer communication and system stability. The FSE then used the Hardware Test Application to remove all cubies and perform a recovery process using the "not present" option, rebooted the station, and reinstalled all cubies. The customer reloaded medications following recovery. Final testing of drawers and cubies through the application confirmed that all hardware was functioning properly and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.